Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The inner sheath couldn't advance in the outer sheath due to the impediment. During the operation, inner sheath couldn't advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. The impediment will be considered the hemostatic valve. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 1-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The inner sheath couldn¿t advance in the outer sheath due to the impediment. During the operation, inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. A dilator was introduced with the hemostatic valve dislodged and resistance was found. Then the hemostatic valve was taken off the hub and the dilator was introduced again and no resistance was found. Microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. Additionally, the silicon ring was not found inside the vizigo. A device history record review was performed for the finished device 00001740 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).